Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was there bleeding that occurred when device was "pulled out from patient forcibly and cystic artery was damaged?" No. Although the cystic duct was damaged, another clip was used soon to repair the damaged site. If bleeding, please quantify amount of bleeding. The information was not provided from the hospital. Were any blood products given to patient? No. Was there any change to procedure? No. Was there any change to post-op patient care? No. Did device not feed a clip into jaws of device before firing? The information was not provided from the hospital. Did jaws of device cause damage to cystic artery? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 10 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a unknown laparoscopic procedure, the jaws did not open because of jamming at the 2nd firing. The jaws clamped the patient¿s cystic artery. Eventually, the device was pulled out from the patient forcibly and the cystic artery was damaged. Then, another device was fired to repair the damage. There was a possibility that the device had been fired without feeding a clip prior to firing. There was no unexpected noise. There might have been torquing or twisting of the device present. The device did not clamp something hard such as an existing clip. The doctor did not try to pull the trigger from the handle to remove the device at this event. The device was not fired after the event. There were no adverse consequences to the patient.